Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis revealed blood/body fluid noted in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that during a recent follow up r wave amplitudes had decreased , increased pacing thresholds, and loss of capture was noted. An explant of the right ventricular lead took place. There was no evidence of a lead dislodgement during the explant procedure. The right ventricular lead will be returned for analysis. Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was repositioned. No adverse patient effects were reported following the repositioning procedure.